Event description:
This lead was explanted and replaced due to noise and high impedances. There were no adverse patient side effects reported. Should additional information become available, this event will be updated

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 14 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular 18 cm proximal to the lead tip the insulation was found rubbed through. In this region the coating of the conductor cable to the ring electrode r2 was found damaged. This damage can be considered as the root cause for the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available. During further investigation approx. 16 cm proximal to the lead tip the proximal part of the lead fragment was found pulled out of the ring electrode r3. In this region the conductor cable to the ring electrode r3 was found outside the lead body. Additionally 15 cm proximal to the lead tip the conductor cable to the distal shock coil was found fractured. These damages most likely occurred due to tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.